Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. No other complaints in lot. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following intraocular lens (iol) implantation after five days the lens was explanted due to capsule rupture. Additional information was requested.